Event description:
It was reported that after a da vinci-assisted hysterectomy with bilateral salpingo-oophorectomy surgical procedure, an hour into the case, the surgeon decided to convert to open. The decision to convert to open was due to the size of the mass; it would not have been able to be removed vaginally. The surgeon stated the decision to convert to open was anticipated prior to starting the case. The procedure was completed abdominally.

Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. .